Event description:
Prior to explant, the bvvi reset mode was cleared in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Event description:
The patient presented to the hospital after receiving a vibratory alert. The physician noted the device was in backup vvi mode. The device was explanted.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. Upon receipt, the device was successfully interrogated. The device image showed several parity errors which could cause the bvvi reset. An anomalous component was suspected. The device's functionality was tested on the automated electrical test system with normal results.